Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 127 mg/dl. The customer reported that the pump received button error and now the screen was off. The customer stated that the numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button and also had frozen display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unable to verify frozen screen and keypad unresponsive/button error due to blank display.